Event description:
The olympus representative reported on behalf of the customer that during the gastroscopy procedure in which the evis exera iii gastrointestinal videoscope was used, the patient was nicked internally and died of internal bleeding five months after the procedure. Additional details were requested but were unknown or not provided.

Manufacturer narrative:
The device is not being returned for evaluation. The exact model/serial of the alleged device is not known, therefore gif-h190 is being used as a representative product. Multiple attempts have been made to obtain further information from the user facility without success. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
Representative is unaware of the situation and customer is unaware of any patient death.

Manufacturer narrative:
This supplemental report is being submitted to correct the g6 5-day report type that was submitted in error. This g6 report type was intended to be "initial" and not 5-day.